Event description:
It was reported that the customer experienced high blood glucose of over 400 mg/dl. The customer stated that he changed the infusion set and found no issues with the infusion set. The customer confirmed there was no bent cannula or kinked tubing. The customer treated himself with a bolus and the issue was resolved. Upon checking the alarm history, the customer stated that he had received the no delivery alarm twice. The customer declined troubleshooting due to the alarm being a past event. Advised customer to call back if there were any other issues in order to properly troubleshoot the problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.